Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle leading to difficult insertion is confirmed, but the root cause could not be determined. One 20 ga accucath ace was returned for evaluation. Observations of the returned device showed the needle to be at an angle. This may be caused during manufacture of the product or during opening the product, as the needle may be bent when removing the needle cover. The guidewire was observed to be inside the catheter shaft causing a slight kink in the catheter shaft. Examination of the guidewire after removal of the catheter revealed some bending along the guidewire from manipulation of the guidewire while inside the catheter shaft. The safety mechanism was engaged upon the return of the device, but the needle did not retract completely due to the guidewire curves and the catheter kink. The root cause of this cascading event could not be determined; however, attempted advancement of the catheter and guidewire in an incorrect order may cause difficulty during insertion of the catheter and guidewire. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported accucath kit was opened and catheter was bent within the casing. Catheter had been pulled up and bent out of shape. No other information was provided. (B)(6) 2025 it was found during an investigation the needle to be at an angle.